Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.0/4.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted on (B)(6) 2018. Refractive surprise was observed, as of the date of MDR reporting no intervention has been performed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.